Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported from the biomedical engineering department that a pump was brought down with a "note that states that the iabp did not register any ap pressures on the display when it was in use". Further information states that "ap works in fos, transducer, and monitor modes. Performed pm, no problems found. Unit checks out ok". No patient harm or injury. The customer is unable to answer our requests for additional information regarding the patient's current status or how the issue was resolved. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "iabp doesn't register any ap pressures on the display when in use" was not able to be confirmed as no iabp part or recorder strip was returned for investigation. The pump was checked by a field service agent and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported from the biomedical engineering department that a pump was brought down with a "note that states that the iabp did not register any ap pressures on the display when it was in use". Further information states that "ap works in fos, transducer, and monitor modes. Performed pm, no problems found. Unit checks out ok". No patient harm or injury. The customer is unable to answer our requests for additional information regarding the patient's current status or how the issue was resolved. If further information is received, the complaint file will be updated.